Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, the technician observed that the lcd screen was unreadable. The device's lcd screen was replaced to address the issue.